Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens implant procedure after the viscoelastic was inserted and the plunger was activated, once the plunger started to fold the lens, the surgeon noticed that the plunger was moving over the lens rather than folding it. The procedure was completed. No complications to the patient.